Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2018).

Event description:
It was reported that sometime post port placement, swelling was allegedly observed over r clavicle and the patient experienced pain during flushing. It was further reported that portagram examination allegedly showed extravasation. Reportedly, the port was removed and another device was used. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one titanium powerport attached to a catheter was returned for evaluation. Visual, microscopic and functional evaluations were performed. The investigation is confirmed for the reported leak and the identified fracture, deformation and wear issues, as a circumferential split was noted approximately 9.4 cm from the distal end of the cath-lock. The edges of the circumferential split were jagged and smooth. However, the investigation is inconclusive for the reported difficult to flush, as the component used to access the port in the reported event was not returned with the sample and the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2018). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, swelling was allegedly observed over r clavicleand the patient experienced pain during flushing. It was further reported that portagram examination allegedly showed extravasation. Reportedly, the port was removed and another device was used. The patient current status is unknown.